Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown trident acetabular shell. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly "the plaintiff had excessive levels of chromium and cobalt."